Event description:
Pt admitted on (B)(6) 2014, for bilateral knee replacement with history of osteoarthritis of both knees. Complications related to bilateral and total knee arthroplasty was discussed with the pt prior to the procedure; pt wished to continue due to his ongoing pain. The procedure started with the right knee, and then proceeded by the left knee without known complications. On post op day 3 ((B)(6) 2014), the pt complained of pain on his left calf and a blistered wound was discovered underneath the bandage. The physician was notified and it was initially believed to be caused from the ace bandage; however, on (B)(6) 2014, it was reported from the operating room technician that he witnessed steam coming from underneath the pt's left leg on the day of the procedure from the aquamantys bipolar hand piece device. The surgeon did check the pt's leg which felt warm to touch but there appeared to be no injury, bruising or redness noted at the time. This event was reported to our hospital's quality and safety department on the evening of (B)(6) 2014 by the surgery services director. The physician ordered a wound consult on (B)(6) 2014 and treatment was provided as ordered. Disclosure of the incident was given to the pt and his wife on (B)(6) 2014. The pt was stable and discharged on (B)(6) 2014 with wound care treatment on an outpatient basis. We are still in the process of reviewing this event, but have identified some concerns regarding the aquamantys bipolar hand piece device in which we feel may need intervention or follow up by the FDA. Our first concern is related to the aquamantys bipolar system not having a holster where the hand held piece can reside while being used intermittently during a procedure. We feel this was a contributing factor because the surgeon did not have a place to hang the hand held piece. Next, the button on the hand held piece which activates the heated water was easily turned on when it was placed downward on the table. We are concerned because the button can easily be activated by just lying it down on a surface in which we feel is safety issue for both the pt and staff. Lastly, we are informed the alarm is audible as soon as the button is pressed on or activated. However, is the alarm loud enough to hear or distinguishable during procedure with so many other alarms and devices being utilized. The manufacturer, medtronic, was made aware of the event and determined the aquamantys bipolar system itself worked appropriately. Education was provided to the operating room staff on (B)(4) 2014 by a medtronic rep. The manufacturer states this is the first time this type of event has occurred. We are requesting an follow up by the FDA to ensure the safety for all pts.